Event description:
It was reported that the ventricular lead began to have high thresholds and that patient growth removed all slack from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4).the full lead was returned in segments, analyzed and it was noted there was an outer insulation breach (1st rib/clavicular crush). It was noted there was cosmetic environmental stress cracking and cosmetic depression of the outer insulation, there was blood on the distal and proximal conductors (not obstructed), the outer insulation was melted and there was cosmetic metal ion oxidation of the outer insulation.

Event description:
It was reported that the ventricular lead began to have high thresholds and that patient growth removed all slack from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.